Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the product did not drain. Nurses allegedly had to "burp" the bag, and manipulate the bag tubing to get urine to drain.

Manufacturer narrative:
Received 1 used drainage bag with the catheter and sterile water syringe still attached only. The visual inspection noted no obvious defects; however, it was noted that the sample was returned with the spine in the racetrack. The functional evaluation noted no drainage problems; as the flow was continuous during the test. The drainage test for catheters/drainage bags indicates that 250cc must be drained in 64 seconds maximum. The results of the functional test are as follows: time to drain 250cc: 49 sec. The sample received reached the intended drainage criteria in less than 64 seconds. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "- visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. - periodic observations of this system should be made to ensure that urine is flowing freely. If a standing column of urine is observed, check for correct positioning of bag and then for a physical obstruction. If correct positioning or removal of physical obstruction does not allow free flow, the bag may have to be changed." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the product did not drain. The nurses allegedly had to "burp" the bag, and manipulate the bag tubing to get the urine to drain.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "- visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or damaged or if any imperfections or surface deterioration is observed, do not use. - important: hang drainage tube in a straight fashion from bedside to drainage bag." (B)(4).

Event description:
It was reported that the product did not drain. Nurses allegedly had to "burp" the bag, and manipulate the bag tubing to get urine to drain.